Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The ehl review showed the alarm "cannot start pump not locked" in the alarm history. The cause of the customer reported problem was a defective latch lock flex sensor. After investigation the results indicated a reportable malfunction due to the defective latch lock flex sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the latch lock flex sensor, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the pump was not detecting the lock. The customer returned the product for this, and during inspection it was found that the latch lock flex sensor was defective. There was no patient involvement.